Manufacturer narrative:
The device history record for the reported lot number, m7235l601, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 21-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported the respiratory therapist installed the device on a patient, and attempted to suction the endotracheal tube (et) and trachea. The catheter advanced about 9-inches, and became stuck, thus partially occluding the patient's airway. When the therapist tried to pull the catheter back, the device broke in two, leaving a extremely "sharp spear-like tip" where the break occurred. The therapist was able to extract the broken part of the catheter. There was no patient injury. Additional information received on 08-feb-2018 noted the customer stated the device was replaced on the patient. Furthermore, it was noted that in the midst of suctioning the ett the catheter became stuck. Upon withdrawal from the ett the catheter broke off. The clinician ripped the sheath of the catheter to remove the broken piece. The clinician was unable to remove the catheter by ripping the catheter sheath and removed the closed suction catheter (csc) from the ett for 30-seconds. The ventilation was interrupted for 30-seconds and the therapist was able to remove the broken catheter piece by grasping it from the ett. The patient was reconnected to the ventilator. Once the patient was reconnected, her status was "fine", no injury was attributed to the issue. The patient was completely sedated on propofol. A bite block was not in place and no biting by patient was reported. The broken piece was discarded by the clinician. Additional information received 12-feb-2018 stated device was contaminated with (B)(6). No additional information was provided.